Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon evaluation, the front response button was unresponsive. The cause of the non-functional response button was damaged traces near the switch. The root cause for the damaged traces could not be positively identified. No adverse event occurred from the defective monitor.

Event description:
A us distributor reported that a monitor's response buttons were not able to activate the device.